Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -7.5/2.0/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and a larger length lens was implanted due to a lens tear/break during injection/delivery into the eye. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H11 - upon further review, it has been determined that this complaint is not reportable and does not meet the criteria for seriousness. Claim# (B)(4).